Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflations at 7 atmospheres for 5-6 seconds. The device was removed without problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflations at 7 atmospheres for 5-6 seconds. The device was removed without problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon folds were intact. No tears or holes were noted in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified at the site of the proximal marker band. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. An examination of the balloon blades identified no damage. All blades were fully bonded onto the balloon. A visual, microscopic and tactile examination found no issues with the hypotube of this device. The distal markerband was visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. An examination of the tip section of the device found no damage.